Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high pacing impedance and failure to capture. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient was discharged.